Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15185. It was reported the patient stated her scs system has not worked well for her for the past year. It is unclear as to the exact nature of the patient's issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.